Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was not possible to determine the cause of the incident from the information obtained. It is likely that a high-energy treatment tool was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited burn damage on the c-cover and on distal end. There was no patient involvement.